Event description:
It was reported that during an implant, the left ventricular lead could not be successfully fixed in the heart due to a lead tip design problem. The lead was not used and was replaced with another model. But the implanting surgeon complained that the "end of" the replacement lead was too long and "inconvenient to use in surgery". This lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4): no anomalies found, however outer insulation melted, outer insulation cosmetic environmental stress cracking, outer insulation cosmetic cut, outer insulation breached cut, apparent explant damage noted, and blood noted on proximal conductor (not obstructed) and distal conductor (not obstructed); full lead returned and analyzed.